Event description:
It was reported through the results of a clinical trial that approximately twenty days post index procedure using a drug-coated balloon catheter, restenosis of the target lesion occurred and was successfully treated. The re-intervention was successful and the outcome was resolved. The current status of the patient is not provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 09/2022). Device not returned.

Event description:
It was reported through the results of a clinical trial that approximately twenty days post index procedure using a drug-coated balloon catheter, restenosis of the target lesion occurred and was successfully treated. It was further reported that approximately nine months post index procedure using a drug-coated balloon catheter, the subject had an adverse event of stenosis in radial cephalic vein as thrombosis. Reportedly, re-intervention was performed and the outcome was resolved. The current status of the patient is not provided.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 09/2022), g3, h6 (patient). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiration date: 09/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately twenty days post an index procedure using a drug-coated balloon catheter, in the cephalic vein at the cannulation zone, the subject had an adverse event of arteriovenous restenosis of the target lesion and was treated with an arteriovenous access circuit reintervention. Reportedly, standard percutaneous transluminal angioplasty was performed to treat the target lesion. The re-intervention was successful and the outcome was resolved. It was further reported that approximately nine months post an index procedure, the subject had an adverse event of stenosis in radial cephalic vein with low access flow and was treated with an arteriovenous access circuit reintervention. Reportedly, standard percutaneous transluminal angioplasty and a drug coated balloon catheter were used to treat the target lesion. The re-intervention was successful and the outcome was resolved. The current status of the patient is not provided.